Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 11 mmol/l. Troubleshoot was performed. Customer stated the display was currently. Customer changed the battery but the battery cap was damaged. Customer will be receiving new battery cap. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. The insulin pump will not be return for analysis.